Event description:
It was reported that the patient experienced constant pain at the pocket site since an ipg replacement procedure (MFR. Report number: 3006630150-2023-07394). It was noted that the patients pain level was moderate to severe at times, it became worse with movement or pressure on the area, and the pain was present whether stimulation was turned on or off. The physician believed that the ipg could be pressing on the lower rib. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.